Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 50 mg/dl. The troubleshooting was performed. The customer stated that she was not admitted into the hospital but was treated for her low blood glucose. The customer stated that the hospital gave her a full bag of d5 and juice to get her blood glucose up. The customer reported that her blood glucose came up to 160 mg/dl before she was released. The customer was advised that the insulin pump will need to be replaced due to exposure to body scanner a few times while she was traveling.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.